Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay verifications met specifications. The assignable cause of the elevated, non-reproducible access accutni+3 result is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result for one (1) patient obtained on the laboratory's dxi 800 immunoassay access system (serial number (B)(4)). An initial access accutni+3 result of approximately 1 ng/ml was obtained on (B)(6) 2015 and was reported outside of the laboratory. The patient had a subsequent draw that resulted negative. The initial sample was reanalyzed and a negative result was obtained. This patient was admitted to the hospital. There was no report of additional change or impact to patient care or treatment in association with this event. The laboratory uses a normal range of <0.05 ng/ml. The customer did not provide system parameter data such as calibration or quality control (qc); however, the customer did state that controls were performing within assay specifications prior to and after this event. Sample collection and processing information were not provided for review. No issues with sample integrity were reported by the customer.